Event description:
Upon further query, the following information was provided that indicated a leak. The option-lok male adapter of the tubing set was connected to the patient's IV access site and was being used to deliver an unspecified medication, at an unspecified rate. At an unspecified time, the customer contact reported that an unspecified volume of solution leaked at the connection of the tubing and the option-lok male adapter of the tubing set. The attached extension set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received on (B)(4) 2013. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.